Event description:
It was reported that during the procedure, the physician was unable to implant the atrial lead due to thrombosis at the superior vena cava subclavian junction. It was also reported that there was a slight pinching seen on the right atrial (ra) lead on fluoroscopy. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.